Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the reservoir had air bubbles. The insulin pump was not rewound with the reservoir in place. The customer was unable to get the air bubbles out. She did not recall the blood glucose reading. The reservoir was replaced and will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir, performed pre-fill reservoir test and reservoir/transfer guard found no occluded, no air bubbles anomalies during filling.